Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02062 and 3007042319-2015-02063) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by medical personnel that an inpatient power switching. The facility changed out the power sources, this did not resolve the event. The hospital performed the exchange of peripheral devices; batteries and controller. There were no reported consequences or impact to the patient. No additional information provided. Investigation is ongoing. One of 2 reports.

Manufacturer narrative:
Controller con181887 was returned for evaluation. Premature power switching events and critical battery alarms were confirmed in the log files. Analysis of the controller revealed that it met specifications; the device passed visual examination and functional testing. The device was in use when the reported event occurred. The most likely root cause of the reported event is a combination of a communication error between the controller and battery and a battery with the potential to malfunction due to faulty internal cell pairs. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02062 and 3007042319-2015-02063) submitted for devices related to the same event.